Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020 with blood glucose level was 38 mg/dl. Customer stated when they released from hospital insulin pump was giving too much of insulin and on second day insulin pump was not giving enough insulin. Troubleshooting for the customer¿s low blood glucose was performed. The customer¿s last blood glucose reading was 70 mg/dl. The device will not be returned for analysis.